Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted faster than expected. In addition, it was reported that the touch screen was delayed in responding to touches and that it was difficult to install/remove the cartridge on the pump. There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.